Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that they recently lost a lot of weight so they have a problem with "saggy flubber "due to weight loss now. Pt said, suddenly maybe about 3 weeks ago all of a sudden their symptoms became out of control so they decided to adjust it and immediately connected it it was 1.9 volts (pt said it "shot up" to 1.9 volts) but since then pt has been unable to find their stimulator to place the communicator and connect to make any further adjustments. Pt said their doctor's office told them they need to talk to chance and they have a call into them (but have not heard back). Pt said they are not sure it is even turned on and cannot find the device. Pt said they used to be able to find it with their fingers, they have never had this problem before. Pt asked if their stimulator could be affected by their butt falling? Offered to help pt try to connect and us e their equipment to check. Pt declined stating they were in a wheelchair due to painful degenerative disc disease (which exaggerates the urgency to go to the bathroom) and they can't press close to where they think the stimulator is located and they don't have their charging cord for their equipment (I understood pt meant they have lost the cord) and they have no one to help them. Pt said they have had no falls and no other medical tests. The issue was not resolved through troubleshooting. The patient was redirected to their healthcare provider to further address the issue.  The patient mentioned unrelated medical history. This included pt said all this time they needed to loose weight and they have lost almost 100 lbs in 2 years and their false teeth are too big now. Pt said they really need to have tummy tuck for their loose skin but their insurance will not cover it. Pt said it inhibits walking because of the movement in their thighs. Pt said their weight right now is 162 now and their blood pressure is 121/70. Pt said when they were yo ung they had to lost a hundred pounds, they had their stomach stapled.

Manufacturer narrative:
Event date is approximate. If information is provided in the future, a supplemental report will be issued.